Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient is pacer dependent. The explanted device is being used as a temporary pacemaker and is kept outside the patient's body. The origin of the infection is yet to be determined, however, the physician did believe the pocket to be infected. There were no additional adverse effects reported. The product was explanted.